Event description:
Complainant alleged that during functional testing the device failed to display a "defib pad short" message when connected to the test plug on the multifunction signal cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.